Event description:
Hamilton medical ag received the following event description the device alarmed with tf: pressure does not rise. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. The log shows that tf10 has occurred. Tf10 indicates that the motor does not work as specified. Due to the device not working correctly, the intellicuff was replaced with a new one.